Event description:
It was reported that technical services (ts) was contacted in regards of performing a magnetic resonance imaging (MRI). The health care professional (hcp) stated that the right atrial (ra) lead was known to be fractured with high out of range pacing impedances of 3000 ohms. In addition, the ra lead was reported to exhibit loss of capture (loc). Ts provided further recommendations per physician discretion. Further information was provided indicating that a non-conditional MRI was not performed. This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted in regards of performing a magnetic resonance imaging (MRI). The health care professional (hcp) stated that the right atrial (ra) lead was known to be fractured with high out of range pacing impedances of 3000 ohms. In addition, the ra lead was reported to exhibit loss of capture (loc). Ts provided further recommendations per physician discretion. Further information was provided indicating that a non-conditional MRI was not performed. This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.